Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that reservoir does not dispense insulin which caused the customer to have a high blood glucose. Customer went to the hospital but no further details were provided. The insulin pump and reservoir will not be returned for analysis.